Manufacturer narrative:
H3 other text : no device returned to manufacturer.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and did not find evidence of foam. During the evaluation, calcium in the unit was observed . The device has been scrapped.